Event description:
A report, (mw5038096), was received through FDA's medwatch program that stated a patient reported she received first degree burns from a bedwarmer.

Manufacturer narrative:
We have yet to receive back and investigate a complaint similar to this on our bed-warmer models, therefore we are unable to compare and determine a cause. The product in question has not been returned as of the date of this report.